Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold has been increasing over the past six months and is decreasing the longevity estimate of the cardiac resynchronization therapy defibrillator (crt-d). The lead and device remain in use. No patient complications have been reported as a result of this event.